Manufacturer narrative:
Device evaluation: the replaced breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed post. While performing calibrations, the ventilator generated a vent inop condition. Investigations have shown that this type of failure could be caused by the novram ic's. No further investigation or repair was possible on this pcb as no replacement components are available. Production of this pcba ceased after the release of the new design. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer replaced the bd cpu (breath delivery, central processing unit) and installed software. The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator failed "to ventilate". Generated an error code indicating the ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.